Event description:
Reportable based on device analysis completed on 08mar2022. It was reported that crossing difficulties occurred. The patient presented with coronary artery disease. The 80-90% stenosed, de novo, target lesion was located in mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 48 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts pulled and bunched proximally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found a distal tip kink. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues.